Manufacturer narrative:
B3: date of event- estimated as the date of event is unknown and the aware date was in (B)(6) 2025. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While preparing the faradrive sheath, the sheath took in air. A fluid leak was also reported. The leak appeared to come from the connector to the three-way valve. The sheath was replaced with another faradrive sheath, and the procedure was completed successfully. The sheath is not expected to be returned for analysis as it was disposed.